Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens tore. The lens was removed with no patient injury. Another same model lens was implanted. The lens was discarded.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens was discarded. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions : based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).